Manufacturer narrative:
(B)(4)

Event description:
Additional information was received upon follow-up and the reporter indicated that the tips was not tuned correctly and the product did not work as expected. The facility has a number of new nurses that were not adequately trained.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the tip did not do work during phacoemulsification. The product was replaced and procedure completed with no patient harm. Additional information and sample has been requested.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue. Two phaco tips were returned for not working. A visual inspection of each phaco tip was performed and the tips were both deemed conforming, except for wear from one tip being used. The bevel left side was worn along with wear on the back flange and surgical material on the nut sides. The tips were deemed to be not occluded based on fluid injected through the inside diameter of the tips. The threads were checked and both phaco tip threads were found to be conforming. The complaint evaluation cannot confirm the phaco tips were not able to work. Both phaco tips met specification. The complaint information does indicate the most likely reason for the phaco tips not working was due to a number of new nurses that were not adequately trained. The complaint information indicates the tips were not tuned prior to being used. No specific action with regard to this complaint was taken because the phaco tips met specification. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).